Manufacturer narrative:
The explanted ipg was not returned to bsn as it was kept by medical facility. A review of the manufacturing documentation for the ipg revealed that no anomalies or deviations potentially related to the event occurred during manufacturing. A review of the sterilization documentation for the device was found to be satisfactory.

Event description:
A report was received that the patient went to the emergency room (ER) with a wound at the ipg pocket site. It was noted that there was no infection, however, the wound had broken down due to lack of closure. The patient underwent an explant procedure and was reportedly doing well.